Event description:
As reported by the user facility: nursery nurse changed entire tubing on infants umbilical venous line including stopcock. She was called to labor and delivery. Upon return, noted fluid and blood on sheets. Traced IV line to cracked stopcock. Estimated blood loss was 30 ml requiring a blood transfusion. Customer has sample. Additional information provided by the facility indicated the infant is fine and was not serious after the incident occurred. The sample is available and will be returned to b. Braun for evaluation.

Manufacturer narrative:
The actual device in the reported incident has not yet been made available for the manufacturer to evaluate. Without the sample, a thorough evaluation could not be performed. No specific conclusion can be drawn. There have been no other reports of this nature against the reported part and lot number. If the actual device is received, a follow-up report will be filed.